Event description:
Rptr did meter to hcp meter comparison tests. Tests were done at the same time, using different finger sticks. Rptr's meter read "hi" and the nurse's meter (type unknown) was 240 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that when using rptr's meter, the nurse had not tested correctly, putting blood on the wrong side of test strip. Rptr tested when rptr got home, with a result around 300. A control solution test was in range. Rptr checks the confirmation dot for enough blood. No harm was alleged.